Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated and a infrarenal aortic extension. Patient came in emergently for critical limb ischemia on (B)(6) 2015. Computed tomography angiogram (cta) showed the patient had a kink in the implanted endograft. The physician elected to implant an infrarenal aortic extension to resolve the issue. Post procedure the patient was in stable condition.